Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. No cause could be determined, though a loose connection is a known cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was discovered the blue clamp and white clamp lines had a loose connection. The patient would complete therapy with using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.